Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported the dexcom mobile application was "disappearing from the mobile phone". No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Confirmation of the reported event of the dexcom mobile application was "disappearing from the mobile phone" could not be determined. The root cause could not be determined.